Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was observed that the right-atrial (ra) lead exhibited far r-wave oversensing and was alleged to be dislodged into the right ventricle, confirmed via chest x-ray. As a resolution the ra lead was explanted and replaced. There were no patient consequences.